Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. During demate of the aortic body delivery system from the graft, the guidewire was inadvertently pulled out of the ipsilateral leg of the graft and wire access was lost. During attempts to re-gain access to the ipsilateral leg, the guidewire was inadvertently looped around the previously deployed contralateral limb. A balloon was advanced through the contralateral limb and inflated, which successfully unraveled the loop wire from the limb after approx 4 hrs. Following continued difficulties re-gaining access to the ipsilateral gate, the physician achieved access using a brachial approach and the ipsilateral limb was deployed with successful aneurysm exclusion after approx 8-9 hrs. There were no further pt sequelae as a result of this event.